Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured january 10, 2014 ¿ january 14, 2014 the device was returned for evaluation. Visual inspection showed no signs of blockage or physical abnormality. A functional flow test was performed and evidence of flow was observed at the distal luer; flow continued until the reservoir was completely empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor did not flow. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.